Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump unable to perform displacement test due to retainer ring damage. Pump failed self-test due to pump error 63. Successfully utilized thus software to download history files and trace files. Pump error 63 was alerted three times on (B)(6) 2021 at 09:42:58.000 hour through 09:57:41.000 hour with variable (3). Pump error 63 (variable 3) alarm due to hardware error (line number = 367 and file number = 37). Pump was cut open to perform visual inspection and found moisture damage on pcba1, force sensor, and lcd flex connector. Test p-cap unable to lock in place properly due to retainer ring damage. The following were noted during visual inspection: partially broken retainer, cracked keypad overlay, pillowing keypad overlay, missing o-ring (reservoir tube), stained keypad overlay, and scratched case. In summary, customer concern for pump error 63 confirmed. Pump error 63 alarm due to hardware error triggered by corroded electronic assembly. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures alarm during self test. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.